Manufacturer narrative:
Failure analysis on the returned touchscreen assembly shows that the touchscreen was tested, and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that while a test run was being carried out in the sales office, the touch panel was found inoperable. The device was not in use at the time of the event. There was no report of patient or user harm. The device was a stock of philips (B)(6) and had not been used by customers. The philips service technician evaluated the ventilator and confirmed the touchscreen assembly required replacement. The philips service technician replaced the touchscreen assembly to resolve the issue. The device successfully passed all required testing, and remains at the customer site.